Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through a series of corrective actions, including disconnecting tubing, tightening connections, and delivering boluses. Customer was advised to replace supplies as necessary and continue insulin therapy.